Manufacturer narrative:
A ge oec service representative investigated the issue and found the issue was caused by low voltage at the technique processor pcb. The return/ground line was corrected to restore functionality. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect were reported because of this malfunction.

Event description:
The ge oec 2600 uroview fluoroscopy system displayed a charger fail error code. A reboot restored functionality.